Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. Therefore, a sample eval could not be provided. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# (B)(4).

Event description:
It was reported that upon deployment of a vascular stent, imaging demonstrated that the stent length was approx five centimeters shorter than the product labeling indicated. No report of injury to the pt.